Manufacturer narrative:
A titan pump and two cylinders were received for analysis. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted in both cylinder bladders. These were both sites of leakage. The surfaces of the separations appeared to have a melted appearance, indicating contact with cauterizing instrumentation. The information received indicated there was tubing leakage of the tubing, but because no functional abnormalities were noted other than instrument damage, with the returned components the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, this device was revised due to a leak in the tubing at the cylinder. No other adverse patient effects were reported.